Event description:
It was reported that the threaded tip of the coupling screw broke upon insertion during a procedure on (B)(6) 2015. The broken piece remained in the lag screw. Patient outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.